Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert during an interrogation and was emitting tones. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The boston scientific technical services consultant discussed the bd alert, how to reset the beeping tones and how to get data using from a programmer. Device replacement was recommended. As of this time, this s-ICD remains in service. No adverse patient effects were reported.